Manufacturer narrative:
(B)(4). The affected device has been received and the investigation is in process. A f/u report will be submitted with the eval results once the investigation has been completed.

Event description:
Customer reported a secondary of zofran infused faster than expected. Customer report stated "hung the zofran as a piggyback at 1752. Around 1800, the pump was beeping "air". I opened the door, "flicked" the bubbles upward, closed the door, restarted the pump. All at once the zofran started pouring in. I had to clamp the secondary tubing to slow it down. The infusion was finished shortly after the pump said it still had 40 ml to infuse." Additional info received: med-fluid initial volume: 60ml, time infusion started: 1752, intended programming including rate: 200ml/hr, zofran-secondary; ns-primary. Customer stated that they did follow the standard work and had another person come and look at the setup- everything was setup properly. The primary bag was lowered on a hanger. The secondary bag was connected to the y-site above the pump. There was no pt harm reported and no medical intervention was required. Although requested, additional pt and event info not provided by user.